Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a number of heart attacks on (B)(6) 2017. When at the hospital, the patient stated, ¿they paddled me four times and they want me to be checked out since they had to paddle me.¿ the patient clarified that ¿paddled¿ meant they defibrillated their heart. The patient stated since they were defibrillated, the stimulation ¿has not been hitting the spot it¿s supposed to and they don¿t want to turn stimulation back on because they were wearing a defibrillator vest.¿ the patient originally stated the change in therapy started at the time of defibrillation, but later clarified it actually occurred shortly after the event on (B)(6) 2017. The patient noticed the stimulation ¿was all the way down my right arm and it normally isn¿t and then the stimulation turned off shortly after that.¿ the patient also reported when they were defibrillating their heart they ¿kind of came in and out of consciousness and we smelled something strange and they said what¿s that, what¿s that, and [the patient] told them they have a stimulator and they said oh that¿s what it is.¿ the patient said that their ins was currently off and was not sure if the defibrillation turned it off or if the battery is depleted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the rep had not been not ified of the issues, but they would reach out and try to set something up with the patient. No further complications were reported. Follow-up was conducted.